Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was experiencing high blood glucose event. Customer's blood glucose was 200 mg/dl. Customer's symptoms were urination, nausea, headaches, diarrhea, and sweats. Customer didn't feel good to perform troubleshooting. Only partial troubleshooting was performed. The drive support cap was reported normal and no air bubbles were noted in the tubing. During the call customer mentioned she was hospitalized in march but was unable to give specifics in regards to the reason why she was hospitalized. A health representative was also present at time of the call and was advised to have call customer call back to properly perform troubleshooting on the device. Customer is not returning the device for analysis.